Manufacturer narrative:
A ge service rep performed an onsite investigation. The monoblock was replaced and a filament calibration was performed. The system was then found to be operating as intended.

Event description:
The customer reported that the system was unable to perform fluoroscopic x-ray. There is no report of pt injury.